Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Corrected: b5.

Event description:
It was reported patient lost effective therapy due to ipg reaching end of life. The ipg was deemed inoperable.

Manufacturer narrative:
The report that the ipg was revised due to eol (end of life) was confirmed. The ipg had logged the eol timestamp prior to explant. Analysis and a longevity calculation of the returned device confirmed normal battery depletion due to usage.

Event description:
Additional information reported the ipg met longevity; hence, the device is no longer reportable.